Manufacturer narrative:
The field service engineer attended the site and noted the boards appeared normal: no blackened or smoky areas. The issue was resolved by replacement of the xy axis controller (card cage) at the customer site. Review of the abbott prism operations manual determined "hazards" have been sufficiently addressed with respect to this event. Review of the abbott prism system service and support manual determined that instructions are included for replacing the xy axis controller assembly and performing operational verification, including sample manager position verification. Review of 12 months of ticket trending data did not identify any adverse trends/triggers or non-statistical trends for the xy axis controller for part replacements. Review of 6 months of the service history for prism serial # (B)(4) was performed. No additional complaints were found for the xy axis controller. Evaluation of the returned xy axis controller confirmed the part failure. A malfunction was identified as the xy axis controller failed emitting smoke and subsequent replacement resolved the issue, which reasonably suggests the part did not perform per specification. Review of ticket trending/complaint data for the product did not identify atypical activity over the 12 month period for the issue of part failure/smoke. No product deficiency was identified.

Event description:
The customer stated error code 40-210 xy, table driver failure, occurred on their prism analyzer and they observed white smoke coming from the top of the analyzer. The customer was instructed to power off the prism and service was dispatched. There was no injury reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.